Manufacturer narrative:
Product event summary:the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Additionally, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, pacing capture threshold in the rv (right ventricle) was elevated and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the patient was involved in a car accident where the air bag deployed and hit their chest, causing bruising. Days later the device alarms were sounding and upon device interrogation high impedance and high thresholds were noted. Additionally, there was no capture and a lead fracture was suspected. The lead was laser lead extracted and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Primary analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient was involved in a car accident where the air bag deployed and hit their chest, causing bruising. Days later the device alarms were sounding and upon device interrogation high impedance and high thresholds were noted. Additionally, there was no capture and a lead fracture was suspected. The lead was laser lead extracted and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.